Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03115 for the spyscope ds ii and report number 3005099803-2024-03118 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spy ds controller were used during an cholangioscopy procedure performed for the treatment of bile duct stones in the bile duct on (B)(6) 2024. During the procedure, the image of the spyscope ds ii began cutting out while performing electrohydraulic lithotripsy. The image was then completely lost. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-03115 for the spyscope ds ii and report number 3005099803-2024-03118 for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spy ds controller were used during an cholangioscopy procedure performed for the treatment of bile duct stones in the bile duct on (B)(6) 2024. During the procedure, the image of the spyscope ds ii began cutting out while performing electrohydraulic lithotripsy. The image was then completely lost. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed; the returned device functioned normally during testing. No problems were seen regarding visualization. The reported complaint was not confirmed. During product analysis, a live image was seen upon insertion of the device. Visual inspection and x-ray inspection noted no signs of damage to the distal tip that could cause image problems. Functional testing in the form of articulation did not cause image to be disrupted. A leak test did not detect a pathway through the optics lumen for fluid to travel. Throughout all tests, the device behaved normally and no changes to the live image were seen. Based on all gathered information, the probable cause selected for the visualization problem is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.